Event description:
Procedure: thoracotomy. According to the reporter: the surgeon fired 10 endo gia roticulator 60-4.8 sulus without issue. Tissue was transected on a subsequent firing, but staples did not form properly. A new device was opened and the same thing occurred. A ta device was opened to complete the case. The incision was extended in order to apply the ta device and additional tissue was resected.

Manufacturer narrative:
.